Manufacturer narrative:
Device evaluation: one cadd solis hpca pump was returned for analysis. Accuracy testing was performed. The customers problem was confirmed in that at least one of three delivery accuracy tests performed was outside of the published plus or minus 6 percent specification. It's recommended that the pump's expulsor be replaced in order to bring the delivery into more nominal of a range.

Event description:
Additional information was received indicating that there was no patient involved.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump needed calibration on volumetric, and it was at +7%. No adverse effects were reported.